Event description:
It was reported that the patients implantable pulse generator (ipg) failed to power up from hibernation. It was also noted that the patient was experiencing discomfort at the ipg site due to weight loss. The patient underwent a pocket revision and an ipg replacement procedure and was doing well postoperatively.